Event description:
Boston scientific received information that the patient implanted with this pacemaker was hospitalized, unknown reason, but that this patient did have a syncopal event. An interrogation was requested and the field representative reported that everything looked good. Sudden brady response was not on, no events stored in the logbook, and no high atrial rates. P-waves were 1.2mv to 1.9mv but there was no evidence of undersensing. Pacing impedances remain low between 320 and 280 ohms. However, when running threshold tests on the non-boston scientific lead the representative noted lots of noise but no noise on this atrial lead when doing isometrics. The physician elected to make no changes at this time. Technical services discussed why noise might be seen and how this is related to normal device function. No further patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.